Manufacturer narrative:
(B)(4) captures the reportable event of surgery. This device had not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a implant procedure that this left ventricular (lv) lead dislodged during implant. The physician attempted to reposition the lead, but was unsuccessful. This (lv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). The physician decided to wait one day, and implant a different lead from a different angle tomorrow. The patient was admitted to the hospital. The lead is not expected to be returned for analysis. No additional adverse patient effects were reported.